Event description:
The customer alleged they received questionable hdl-cholesterol plus 3rd generation (hdl), ldl-cholesterol plus 2nd generation (ldl), bun/urea, ion selective sodium and chloride results on their c501 analyzer. The customer provided data for six patients, of which one had a discrepant hdl and one had a discrepant ldl result that were reported outside the laboratory. The first patient's initial hdl result was 76 mg/dl. The patient's sample was tested on another c501 analyzer, serial number not provided, and the result was 42 mg/dl and it was issued as a corrected report. The second patient's initial ldl result was 36 mg/dl. The repeat result from this c501 analyzer was 102 mg/dl and it was issued as a corrected report. The patient's sample was tested on another c501 analyzer, serial number not provided, and the result was 103 mg/dl. There were no adverse events. The hdl and ldl reagent lot number and expiration dates were not provided. Field service representatives went on site and found the tubes of the cell rinse unit were in the incorrect position. The cell rinse unit was removed and all the tubing positions were adjusted. Some samples that were reported from this analyzer were repeated and all the results were ok.

Manufacturer narrative:
This event occured in (B)(6).